Manufacturer narrative:
Weight: unk ethnicity: unk race: unk work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.00/+1.5/088 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: b5: the reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -12.0/+1.5/88 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged for the same model, power and length, opposite axis (implanted vertically) and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).